Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studied available. Hence , it is difficult to draw any conclusion.

Event description:
It was reported that on an unknown date, the patient was implanted with an artificial plate. Post-op, the patient developed a significant rash (head to toe), which was quite uncomfortable and interfered with her daily life. The patient underwent revision surgery in which the plate was explanted. Post the revision surgery, the rash gradually improved and the patient is doing quite well now.